Event description:
The customer called in for assistance with completing the load process as they were a new user and woke up with a blood glucose level of 381 mg/dl. The customer took a correction bolus and their blood glucose dropped to 164 mg/dl. Tandem technical support assisted customer with completing load successfully and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.